Event description:
Site indicated surgical site/orthopaedic ae. Moderate severity. Definitely not device related. Rehospitalized on (B) (6) 2008. Treatment: manipulation.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt and was not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report.